Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient underwent a vertebral stabilization procedure extending from t12 down to the pelvis using 6 mm titanium rods on (B)(6) 2011 due to immobilizing back pain. About two years later, both rods fractured on both sides and had to be replaced in an operation on (B)(6) 2014. The fracture occurred above the topmost screws, between the last pair of screws and lamina hooks. The patient had initially shown good progress, but then had strong back pain. Some of the implants were removed and new implants were implanted. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Event date: unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.